Event description:
Information received by medtronic indicated that the customer had low blood glucose. Troubleshoot for low blood glucose was declined. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer complained on june 13, 2022 insulin pump alarmed critical insulin pump error. Tested with a test p-cap and the test p-cap locked in place properly. Insulin pump alarmed critical insulin pump error after battery installation. Unit successfully downloaded to thus and crest. Insulin pump alarmed critical insulin pump error due to severely corroded electrical board2 board. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical insulin pump error. Found moisture damage to electrical board 2 board during visual inspection. The following were noted during visual inspection: scratched case, scratched lcd window, pillowing keypad overlay, moisture damage to electrical board 2. Confirmed critical insulin pump error after battery installation due to moisture damage to electrical board 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.